Manufacturer narrative:
D4 - primary UDI number: corrected. H6: evaluation codes updated. One device was received for investigation. The device was visually inspected and functionally tested. The reported issue could not be duplicated or confirmed. The root cause could not be determined. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device temperature dropped during use and an alarm goes off. The fault occurred while in use with the patient. There was known patient involvement, and no harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.